Event description:
It is reported that the device was implanted in 2008 and the patient was revised five months later, due to the plate braking at mid-level compression hole.

Manufacturer narrative:
Evaluation summary - no product and x-ray were returned for evaluation. Patient height and weight information was not provided. Per the surgical technique breakage can occur with over exposure of body weight. Based on the provided information, a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.